Event description:
This device was being used to emasculate a clot. The device was used with 10mg of alteplase which should have been trapped between the two balloons. During the procedure, the proximal balloon was found to have ruptured allowing the alteplase to escape into the pt's system. No injury noted.